Manufacturer narrative:
The abbott automation solutions (aas) technical group performed an investigation based on the complaint information. The aas team received photos and system logs to further investigate the issue. No mechanical or software issue could be identified. Trending review determined no trends for the issue for the product. Device history record review did not show any potential non-conformances. A review of the labeling addresses the customer¿s issue. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed an aliquot sample processed on the glp aliquot module was hemolytic and cloudy which did not match the parent tube. According to (B)(6), the alq was created from the mother sample. No results were generated from the aliquot tube. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed an aliquot sample processed on the glp aliquot module was hemolytic and cloudy which did not match the parent tube. According to tsm, the alq was created from the mother sample. No results were generated from the aliquot tube. No impact to patient management was reported.